Manufacturer narrative:
Continuation of d10: product ID 8583 lot# 0229756231: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 8583, serial/lot #: (B)(6), ubd: 14-jul-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that the passer insert/handle snapped off during tunneling. There was no injury to the patient and the passer was disposed of. There were no environmental/external/patient factors that might have led or contributed to the issue. Actions/interventions taken included replacing the passer. The issue was resolved at the time of the event.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that they were not sure what the serial number for the pump implanted at the time of the event as this was a catheter revision only. The implant date for the pump was not provided. The reason for the surgery involving tunneling was a catheter revision. {refer to manufacturing report #2182207-2025-00502 regarding the catheter revision}.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.